Manufacturer narrative:
Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. Omsc assumed that the reported event was caused by the external stress by user handling. If additional information becomes available, this report will be supplemented.

Event description:
During preparation for use, a part fell off from the coupler of the device. There was no report of patient injury associated with this event.